Manufacturer narrative:
The device history record (DHR) review did not find any non-conformities or anomalies related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be determined.

Event description:
A hospital reported that on day 3, following an uncomplicated iol implantation the patient presented with normal vision and satisfactory parameters. The patient returned on day 5, due to experiencing visual disturbances and reduced vision, they were referred to a retinal surgeon. The retinal surgeon discovered an abnormal trace during the ultrasound examination. As the patient's vision worsened, a second surgery was performed to replace the iol. The original iol was explanted and a new monofocal lens was placed in the eye. The original lens was determined to be decentralized implant superiorly and the haptic was broken in the anterior chamber. Six days post revision va was 8/10 with significant astigmatism, corneal edema, and suture in place. Twelve days post revision va was 10/10 with significant astigmatism, reduced corneal edema, and suture was removed that day.

Manufacturer narrative:
. The lens was returned for evaluation. Microscopic examination found the lens was cut in two (2) pieces across the optic and one (1) haptic was observed as broken. Based on the available information, the root cause of this event could not be determined.

Event description:
Additional information was received. At approximately three (3) months post procedure persistent corneal edema was present with a decrease in corrected vision to 8/10 with monocular prescription.

Manufacturer narrative:
Updated b5, b6, g3, g6, h2, h6 and h11.